Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that medical tibial avulsions are occurring when using nk flex finishing blocks size 0-4. The avulsions were said to occur when doing the trial range of motion.